Manufacturer narrative:
Additional information was received that the balloon could only be removed out of 5f vista brite tip (code and lot unknown) sheath with excessive force. Balloon could be removed in one piece. No further detail is available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The powerflex balloon could only be removed through the 5f sheath with excessive force. There were no negative consequences for the patient reported. The product was stored and prepared according to the labeling instruction. The balloon could only be removed out of 5f vista brite tip (code and lot unknown) sheath with excessive force. Balloon could be removed in one piece. No further detail is available. The products were not returned for analysis. (B)(4) - a device history record (DHR) review of lot 17026770 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿withdrawal difficulty-through guide/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The powerflex balloon catheter (bc) could only be removed through the 5f sheath with excessive force. There were no negative consequences for the patient reported. The product was stored and prepared according to the labeling instruction. The balloon could only be removed out of 5f vista brite tip (code and lot unknown) sheath with excessive force. Balloon could be removed in one piece. No further detail is available. An 8mm x 6cm 80cm powerflex pro balloon catheter was also returned with the complaint product. Additional details regarding how this device is involved could not be obtained. Two of the three products were returned for analysis. One non sterile powerflex pro 8mm x 6cm 80cm bc was returned. Per visual analysis it was noticed that the balloon had been inflated and deflated. No other anomalies were observed on the returned device. Per dimensional analysis the od proximal seal was found within specification. Per functional analysis no resistance or friction was felt with a lab ample 5f sheath. A device history record (DHR) review of lot 17026770 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system-withdrawal difficulty-through guide/sheath¿ was not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00102 and 9616099-2015-00316.

Manufacturer narrative:
It was previously reported that a second powerflex pro device was received and was associated with the previously reported event. However, it was subsequently learned that the device has a different lot number and is associated with this event but further details could not be obtained. Therefore, the event on the second device will be submitted via a different 3500a under report number 9616099-2015-00316. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00102 and 9616099-2015-00316.

Event description:
The powerflex balloon could only be removed through the 5f sheath with excessive force. There were no negative consequences for the patient reported. The product was stored and prepared according to the labeling instructions.

Manufacturer narrative:
The device was received. In addition, the complaint originally involved 1 device but two devices were returned. Analysis of the returned devices are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Initial reporter telephone number: is (B)(6). Facility details are as follows: (B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.